Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified left superficial femoral, popliteal, below the knee artery. A 4.0 x 40/80 sterling balloon catheter was advanced to the target lesion however, resistance was encountered. The balloon was inflated to 10atms, 60 seconds and 12atms, 60 seconds. At 12atms a balloon leak was noted. During the third inflation a balloon ruptured occurred at unknown atms. The sterling balloon catheter was removed intact and the procedure was completed with a different device. Post dilation was performed with a 4x15 peripheral cutting balloon. Post procedure residual stenosis was 5%. No patient complications were reported and the patient's status is good.